Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Six samples were received at the manufacturing plant for investigation. Based on the sample evaluation, the reported issue is confirmed. The corner of the gauze had loose fibers fraying out. It looks as though the yarn has been pulled out on the corner. The most likely root cause is that the threads were snagged on a burr on the cross-fold paddle and/or fingers. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/23/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states there was an excessive amount of loose material from the gauze in the pack.